Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the product. A follow-up report will be filed if product is returned or additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "a week ago". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported she was unable to check her blood sugar and she experienced "vertigo" and subsequently lost consciousness due to high blood glucose. Customer was rushed to hospital by her friends where a reading of 300 mg/dl was obtained and treated with 10 units of insulin injection and carbonyl tablet 750 mg. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported she was unable to check her blood sugar and she experienced "vertigo" and subsequently lost consciousness due to high blood glucose. Customer was rushed to hospital by her friends where a reading of 300 mg/dl was obtained and treated with 10 units of insulin injection and carbonyl tablet 750 mg. There was no report of death or permanent impairment associated with this event.